Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported the tissue pad detached from the clamp arm during a laparoscopic hysterectomy. A third device was used to complete the case with no consequence to the patient. Device discarded.